Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The memory log was reviewed and found that the device recorded no suspicious faults or resets. The message error code 1003 allegation was not confirmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. There is no evidence that indicates that disk data analysis was performed for this device. There is no patient involvement at the time of this issue. The product was returned for analysis.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. There is no evidence that indicates that disk data analysis was performed for this device. There is no patient involvement at the time of this issue. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. There is no evidence that indicates that disk data analysis was performed for this device. There is no patient involvement at the time of this issue. Additional information from the sales representative indicates this device will be sent back for analysis.